Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that prior to explant the lead exhibited far p-wave oversensing and fluctuating capture threshold.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to lead dislodgment. Lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.